Event description:
It was reported that the patient experienced a pericardial effusion. After performing pre-mapping of the left atrium with the orion catheter of the rhythmia system, the sl0 sheath was replaced with a faradrive steerable sheath. After replacing the sheath, a farawave catheter was inserted, and pulmonary vein isolation was performed. The procedure was carried out in the order of left superior, left inferior, right inferior, and right superior. After pvi, the farawave catheter was removed from the faradrive sheath, and the patients blood pressure dropped. A pericardial fluid was confirmed by intracardiac echocardiography, and a pericardial drainage was performed. Additionally, it was unclear when and at what point the pericardial effusion developed. Post-mapping was planned with the orion catheter of the rhythmia system but was canceled and the procedure was completed. After pericardial drainage, the patients blood pressure returned to normal, and the patient was discharged with the drainage still inserted. The sheath is not expected to return for analysis as it was disposed by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.